Manufacturer narrative:
On (B)(6) 2016, a medtronic representative went to the site to test the equipment. Charger board-2 was replaced, and the pendant swivel assembly was repaired and cleaned. A system check-out was performed. The mechanical test, imaging test and safety inspection all passed. The battery charger-1 (pcba) board was returned to the manufacturer and an evaluation is currently in progress. The battery charger-2 (pcba) board was returned to the manufacturer and an evaluation is currently in progress.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system was unable to take more than one 2d anterior posterior (ap) and lateral image in a row. Re-starting the system did not resolve the issue. The imaging system was able to take a 3d spin. The surgeon completed the procedure with the use of the imaging system. There was a reported 15-minute delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Analysis of suspect charger boards as follows: charger board 1: no fault found. Unable to confirm reported problem "difficulty taking 2d." Battery charger 1 pcba passed functional output bench testing and visual inspection. Installed charger board in test o-arm system. The system charged and functioned as expected. 2d and 3d imaging was successful. No functional problem found. Charger board 2: electrical problem found. Confirmed reported complaint "charger 2 is defective at tp7 pin 7 and 8." Visual inspection failed due to leaking capacitors. Performed functional output test, all led's lit except dut pcb d3b and dut pcb d3c. Channels b and c measured below acceptable inspection parameters. Remaining channel outputs were within acceptable range. Faulty charger board.